Manufacturer narrative:
Batch review performed on 28 july 2025: lot: 2308706: (B)(4) items manufactured and released on 31-july-2023. Expiration date: 2028-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional device involved, batch review performed on 28 july 2025: gmk-hinge 02.09. He14 gmk-hinge post extension 14 mm -tinbn coated (02.09. He14) lot: 2406098: (B)(4) items manufactured and released on 27-may-2024. Expiration date: 2029-05-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary knee surgery on (B)(6) 2024. On (B)(6) 2025, the patient came in reporting pain after falling and dislocating the femoral tibial joint. The surgeon revised the femoral component, tibial component and insert. The surgery was completed successfully. Presently on (B)(6) 2025, the patient came due to signs of infection with the cause unknown. The surgeon revised the liner and post and the surgery was completed successfully.